Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A copy of device memory was preserved and submitted for analysis. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption appears to be attributed to the paroxysmal atrial fibrillation (paf). No adverse patient effects were reported. This product remains in-service.